Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller called back from phone 2 and mentioned they got the replacement controller, but the pt said they were still having trouble recharging their ins. Pt said the replacement controller worked for a few times of charging and then pt got "retry" over and over again for the last 2-3 weeks. Pt said they finally got the controller on, but then the controller said their ins was at 100% and their charge suddenly jumped to 80%. Tss understood the pt was confused because they said they had the controller plugged in 24 hours a day, but their implant was not charging and the percentage changed from 100-80%. Pt said that sometimes their stimulation would turn off or the numbers would change unexpectedly. Tss talked about turning therapy back on manually after ins got low on charge. During the call, pt reset controller and got no device found. Pt eventually got excellent recharge quality, but quality kept switching to poor and back to excellent. Pt could not maintain excellent quality. Ins charge was low and controller charge was 100%. Pt mentioned they had received a lot of replacement equipment in the past. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt).it was reported that the cause of "alleged issue" was not able to set the stimulation correctly. The issue has been resolved.

Manufacturer narrative:
B3: event date is approximate. Month and year confirmed as valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt says that about a week or two ago, they found that their stimulation was up really high, and they turned it down and then off but still felt the tingling feeling in their legs for 2 days and now they can¿t get it to come to the screen so they can see what level they are on. Pt says they have not charged implantable neurostimulator (ins) since this happened and seem to think "the charge will make it come on" and did not seem to understand or be able to explain what they were talking about. Pt tried to charge ins during the call, and it did not detect that recharger telemetry module (rtm) was plugged in. Controller port looks blackened out "except for the red line". Agent emailed repair to send replacement controller. Pt is going to try to charge ins when they get new controller. Agent reviewed that after they charge ins, to call patient and technical services (pats) before turning stimulation back on. Pt had a lot of trouble following or comprehending instructions. Patient called back on (B)(6) 2025 and repeated previously documented. Patient mentioned they received their new controller, however, they could not get it going. Agent determined that patient had double aa batteries installed. Agent had the patient replace the double aa batteries with battery pack. Agent walked the patient through the pairing process. Pt mentioned that they would like to view their therapy group and confirm their settings. Agent reviewed the information. Patient reported no device found while the recharger was connected. Agent had the patient press recharge and confirmed that the controller battery is at 100% and the ins was in red with recharging excellent. While on the call, patient reported poor recharge quality and commented every time they move it happens. Patient repositioned and confirmed charging excellent. Agent confirmed the stimulation was off and advised patient to call back once charging is complete before turning the stimulation back on.